Manufacturer narrative:
Based on the information obtained at this time, the root cause of the reported complication cannot be determined. Although the surgeon reported that the event may have been caused by intraoperative manipulation, further comment was not obtained to specify what manipulation occurred and how it contributed to the event. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for the procedure date of (B)(6) 2021 has been performed by a post market surveillance specialist and the following was observed: an error 23075 occurred during the procedure stating "a surgeon's hand may not have been touching the right mtm while in following mode at ssc1." A review of the instrument logs for the procedure date of (B)(6) 2021 has been performed and the following was observed: the cadiere forceps, monopolar curved scissors, and maryland bipolar forceps instruments have been used in subsequent procedures and have no complaints made against them. No image or procedure video has been provided for review. This event is being reported due to the following conclusion: the patient's iliac artery began to bleed after it was hit with a cadiere forceps instrument. The procedure was converted to open to control the bleeding. The damaged vessel was sutured to resolve the bleeding event and the procedure was completed open.

Event description:
It was initially reported that during a da vinci-assisted hysterectomy procedure that the left external iliac artery was damaged and began to bleed. The source of the bleeding was temporarily stopped with a da vinci forceps instrument before being replaced with a third-party laparoscopic forceps instrument. The procedure was converted to open via laparotomy and the bleeding vessel was sutured by a cardiovascular surgeon who was called into the room. The procedure was completed via open surgery. The customer reported that they think the bleeding could have been caused by intraoperative manipulation and not by a malfunction of a da vinci system or instrument. On 11-august-2021, intuitive surgical inc. (Isi) contacted the surgeon of this procedure and the following additional information was obtained: the bleeding occurred when the surgeon deployed the left external iliac artery medially with a cadiere forceps instrument. The external iliac slipped through the cadiere forceps instrument and hit the tip of the cadiere forceps. The surgeon thinks the artery may have been damaged when it hit the cadiere forceps, but the surgeon said they did not know for sure. It was unknown how much blood was lost during this event and if transfusions were administered. The surgeon said the cause of the event is unknown and said it may have been due to ¿intraoperative manipulation¿ rather than a device malfunction. The customer site reported they will not be returning any products because they do not believe a product malfunction occurred. After the bleeding point was identified, the bleeding was controlled using da vinci instruments and rapallo¿s forceps. The procedure was converted to open via laparotomy and a cardiovascular surgeon performed vascular suturing on the bleeding iliac artery. The procedure was delayed by 30 minutes. The patient¿s current status is unknown.